Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 160 ohms. Subsequently, a 41 joule commanded shock was delivered and the shock impedance during was 123 ohms. The rv lead remains in service. No adverse patient effects were reported.